Event description:
A potential product issue has been reported with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. The machine produced an apparent excessive dose due to excessive monitor units to the following pt: (B)(6). The physicist created 3 phases of treatment for this pt. The first and second phases were radiated to the pt without any error. The physicist made some changes in table positions, just when the second phase was complete and before the third phase begun. In the first day of the third phase planned, the machine radiated 272.1 mu instead of 36.1 mu as planned and 211 cgy instead of 29.3 cgy of dose to weight point planned. It is important to say that for this pt, all 7 beams were changed with the same mu and the same dose. Corrective action decision is pending final investigation results.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical). A pt has been mistreated during one fraction with a higher dose than planned. The overall planned dose has not been exceeded. The complaint behavior may potentially result in a serious injury. Probability: c (remote). At this time we cannot exclude that a malfunction of the planning system may have contributed to the issue. In any case, it is required, that the clinical workflow provides means to ensure the correctness of treatment fields. In this case, the user missed to use the field approval functionality of lantis and did not check the field dose before approval. Thus, the wrong dose was detected only after the mistreatment had occurred during review of the treatment records. No other products are affected.